Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 46 mg/dl. Upon t: connect log review, it was found that the customer inadvertently unlocked the pump and incorrectly changed basal rate settings. Customer consumed carbohydrates to address low bg level and corrected basal rate settings with tandem technical support.